Event description:
Information received by medtronic indicated that the customer received a new battery and alarm. The customer also reported that this was their second occurrence of receiving a replace battery now alarm without receiving a low battery warning. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue the use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The latest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 8:01:58 pm. There was no power data available for the event date of (B)(6) 2024 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the available historical data.the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the history files reveals on (B)(6) 2024 there was one (1) low battery alert (09:12), one (1) change battery fault (replace battery) alert (18:43), battery removed (18:47), and battery inserted (18:58) that occurred. Additionally, on (B)(6) 2024 there was one (1) low battery alert (08:37), battery removed (11:05, 13:00, 13:01, 13:02, 16;09, 18:43, and 18:45), battery inserted (11:09, 13:01, 13:02, 13:10, 16:09, 18:43, and 18:45), and three (3) failed batt test (battery failed) alarm (13:01, 13:02, and 13:07) generated. For (B)(6) 2024 the low battery alert activated prior to the replace battery alert. On (B)(6) 2024 there were not any replace battery alerts or replace battery now alarms generated after the low battery alert triggered. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Pump not receiving a low battery alert prior to the replace battery alert or replace battery now alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.